Event description:
It was reported that a patient presented with loss of capture due to dislodgement noted on the patient right ventricular lead. It was suspected that the patient had moved inappropriately, causing the dislodgement. The lead was explanted and replaced on (B)(6) 2025. The patient was discharged and no adverse patient consequences were reported.